Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was assumed that the image disappeared since a part of the cable was breaking and communication became unstable. The otv-s7h-d-l08e instruction manual states the corresponding method when there is an abnormality for the device.

Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. A supplemental report will be submitted, if additional or significant information become available at a later time.

Event description:
During an unspecified procedure, the subject device was used. It was reported that the subject device didn't work correctly and the picture disappeared. The intended procedure was completed with another device. There was no patient injury reported.